Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances of greater than 2000 ohms, as well as loss of capture (loc). The patient is feeling fatigued and is currently in atrial fibrillation. A fluoroscopy was done to determine if the lead is fully inserted into the device header or has dislodged. The fluoroscopy was unclear. Boston scientific technical services (ts) was consulted and suggested the lead looks to be fully inserted but there might be a kink in the lead. A revision procedure was done, in which the pocket was opened, a tug test was done, which confirmed the lead was firmly implanted in the device header. The setscrew as loosened and the lead removed and tested through a pacing system analyzer (psa) which showed all normal results. The lead was then re-inserted and tested again in the device and all measurements were once again normal. The lead remains implanted at this time. To date, no additional adverse patient effects have been reported.

Event description:
Additional information became available that a revision procedure was done, which looked at the lead through fluoroscopy which was inconclusive. So the lead was tugged on to ensure proper seating in the device header, and that was snug. Then the setscrews were removed and the lead was tested on a pacing system analyzer (psa) all measurements were normal. The lead was reinserted into the device, and all impedances were once again normal. The pocket was closed and the device and lead remain in service. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).